Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system shuts down intermittently. The system completed the boot up sequence successfully. An alternate system was used to proceed with surgery.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined and the reported event was confirmed. The printed circuit board (pcb) was replaced to attempt to resolve the issue. However, the host module was also required to be replaced to resolve the issue. Then, due to covid-19 the company representative has not been able to enter the facility to continue to troubleshoot the issue. As such, the servicing record remains open at this time. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).